Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. The field service engineer found that drawer 6 on the auxiliary unit was not detected on the bus and that the pyxibus module control board was not displaying any lights. The field service engineer replaced the pyxibus module control board, reseated all cables and wires, examined the pyxibus cable, and rebooted the system. Hardware testing application verification was performed, and all tests were completed successfully. The application was launched, customer access to pyxis was enabled, and overall functionality was tested and verified as successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6 failed to open and not detected on bus. Hardly rebooted the machine but unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.